Event description:
An olympus representative reported to olympus, on behalf of the customer, the single use distal cover was correctly and securely placed evis exera iii duodenovideoscope before an unknown therapeutic procedure. It was also present during the entire procedure, however; the when the scope was withdrawn, the endo nurse immediately noticed the cap was missing. The patient was re-scoped immediately and the cap was removed from the back of the patient's throat. It was noted the doctor did not withdraw the scope quickly. Related medwatch reports with the following patient identifiers: (B)(6) tjf-q190v sn unknown. (B)(6) maj-2315 lot unknown.